Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - indication for use (use in tricuspid valve).

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was challenging during the procedure. An xtw clip was inserted and deployed on the tricuspid valve. To further reduce tr, an second clip was inserted. However, grasping, it was observed the implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then implanted next to the xtw clip, stabilizing the slda. One additional clip was then implanted to further stabilize, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was challenging during the procedure. An xtw clip was inserted and deployed on the tricuspid valve. To further reduce tr, an second clip was inserted. However, grasping, it was observed the implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then implanted next to the xtw clip, stabilizing the slda. One additional clip was then implanted to further stabilize, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received stating that roughly three weeks after the clips were implanted, the patient passed away due to heart failure and recurrent tr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event was further reviewed by an abbott director of medical affairs. Based on available information, a cause for the reported incomplete coaptation/slda could not be conclusively determined. The reported poor imaging is related to procedural conditions. The reported heart failure and death appear to be related to worsening patient condition. The reported tr is a cascading event of the slda. The reported patient effects of death and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. The reported off-label use was associated with the mitraclip being used on the tricuspid valve. It was determined that this off-label use did not contribute to the reported adverse events; therefore, a letter to address the off-label use will not be requested. There is no indication of a product quality issue with respect to manufacture, design, or labeling.